Event description:
The customer contact reported the pt received more medication than intended. At 1525, channel b of the device was programmed to deliver total parenteral nutrition (tpn) 1000 ml, at a rate of 42 ml/hr, with a vtbi of 900 ml, and delivery was started. At 1730, while making rounds, the nurse noted that 844 ml of tpn had been infused. The physician was notified. It was reported that the tpn therapy was discontinued and the device was removed from clinical svc. The customer contact indicated that a fingerstick blood glucose was obtained. The result was reported as "greater than 500 mg/dl." The pt was treated with 15 units of an unspecified insulin subcutaneously. It was reported that the pt's blood glucose was monitored every 4 hours. On (B)(6) 2012 after an unspecified length of time, the pt's blood glucose value was reported as "low." The pt was treated with an unspecified volume of dextrose 50%. At an unspecified time the next morning, the tpn therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.